Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to motor error alarms. No failed battery test alarms noted during testing. Unable to check for operating currents due to the motor error alarm. The pump had a cracked reservoir tube, a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt and alarmed failed battery test. The blood glucose reading was 261 mg/dl. No significant events leading to the alarm were observed' however, the customer stated that she had gone through a body scanner and metal detector with the device about 3 weeks prior. Advised discontinuation of the insulin pump. She stated that she may have dropped the device but was unsure when. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.